Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recr0196 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recr0196) have been reported from the same facility in taiwan.

Event description:
It was reported that when discharging the air from catheter, the leak was found on the catheter around 5 cm site.

Event description:
It was reported that when discharging the air from catheter, the leak was found on the catheter around 5 cm site.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 2 fr single lumen per-q-cath with t-lock and stiffening stylet inserted was returned for evaluation. An initial visual observation showed some evidence of use on the returned sample. Approximately 4.3 cm of the stylet was observed to be protruding from the membrane of the t-lock and the red warning hang tag was observed to be missing. The sample was flushed with a 12 ml syringe of water and a leak was observed near the 21 cm depth marker. A microscopic observation revealed two small splits in the catheter just distal to the 21 cm depth marker. The catheter was dissected and additional damage was observed on the interior wall of the catheter near and opposite the splits. The type of damage observed on and within the returned catheter was most-likely caused by manipulation of the stiffening stylet within the catheter without first flushing the catheter and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of rect0196 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rect0196) have been reported from the same facility in taiwan.